Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study. During an ablation procedure a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that irrigation leakage was observed when the catheter was flushed. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intellanav stablepoint ablation catheter was returned to boston scientific for analysis. The reported failure was not confirmed through analysis. Visual inspection did not reveal any abnormalities. Functional inspection was performed and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Newton af clinical study. During an ablation procedure a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that irrigation leakage was observed when the catheter was flushed. The catheter was exchanged and the procedure was completed successfully with no patient complications.